Event description:
It was reported that the patient presented at clinic following a ventricular tachycardia event at home. Upon examination, it was found that the right ventricular (rv) lead had low defibrillation impedance, resulting in inadequate high voltage output being delivered. The patient failed to be converted. The patient's rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of low defibrillation impedance and inadequate hv output were not confirmed by analysis. As received, a complete lead was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found.